Event description:
It was reported that the pump battery "does not charge as well as it used to". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.